Event description:
The complainant reported that upon arrival to the cardiac catheterization laboratory, the impella was placed via the left groin. The impella was running in auto mode, and its position was verified under fluoroscopy. Forward tension sutures were placed. The left groin was oozing, and the impella dressing was optimized and improved.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.